Event description:
Report received from the USA stating that during testing, the outer hose of the motor device was "pulled away from the drill and "a slight oil leak" was observed. There was no delay in surgery, as an identical spare motor device was available. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).